Manufacturer narrative:
The evaluation/investigation, including root cause determination is in progress..this alert notification was initiated on 02/21/2007.

Event description:
A surgeon reports 5 pt's with topographically-observed "central islands" (corneal irregularities) following custom myopia laser procedures. This pt was found to have a 2-line decrease in bcva in the right eye at 10 days post-op. This pt also reported halos and ghosting. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Pt's with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery. Additional info has been requested.